Event description:
Customer obtained results of 435mg/dl and 194mg/dl within 3 minutes. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.